Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a cam01 became stuck in the "start up routine." There was no patient involvement with this event as this issue occurred when the unit was first turned on to test it.